Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use and problem occurred during machine routine checkup at morning. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing fse found fuse number 11 on m cabinet was broken. As a resolution, the fse replaced the fuse. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray system could not be turned on. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite. It was identified that the fuse number 11 in the m cabinet was broken. The fuse was replaced and the device was returned to use in good working order.